Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013 to remove the abutment and excess skin overgrowth. It is unknown whether there are plans to reattach an abutment as of the date of this report,(B)(4) 2013.

Manufacturer narrative:
Per the clinic, the patient has permanently discontinued use of the device.the implanted device remains.this report is filed (B)(4), 2013.